Manufacturer narrative:
The correct catalog number is 14324_97, the correct lot # is 13316070, the correct expiration date is 04/30/2017. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 67 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis of product return, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and trending was not exceeded. The sra indicates the risk associated with this reported quality problem with no impact on safety is considered to be "low." One suspect positive bi was returned by the customer. The ci disc is (B)(6), the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies were observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification concomitant product evaluation concluded an issue with the performance of sterrad serial number (B)(4) is unlikely since the cycle passed and the ci changed appropriately. Additionally, the subsequent bi was negative for growth. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Corrected data on supplemental MDR, follow up # 1: updated from 12/15/2016 to 12/16/2016.